Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a silver cartridge, model pscst30, split and caught the lens. There was no patient contact. No further information was provided.

Manufacturer narrative:
Visual inspection was not performed as the cartridge has not been returned to the manufacturer. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the cartridge was manufactured according to specification. No non-conformance reports (ncrs), discrepancies, or deviations for similar issues were found during the manufacturing record review. The product was manufactured and released according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the manufacturing records review, historical complaint review, and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.